Event description:
A malfunction alarm identified as "malf 24" was reported, with no notable events occurring prior to the issue. This malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer was advised to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Technical support arranged for a replacement pump to be sent with updated software, provided necessary training through the source account, and instructed on storage mode procedures. The customer was guided on returning the faulty pump within 10 days using a pre-paid ups label.